Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted

Event description:
According to the available information, approximately one month prior to the surgery, a fluid leak was noted. Another inflatable penile prosthesis was implanted.

Manufacturer narrative:
A titan touch pump, two cylinders and reservoir were received for evaluation. Testing and microscopic examination of the returned components revealed surface abrasion on all pump tubing and the pump inlet and short pump exhaust strain relief. A separation was noted on the cylinder 2 exhaust tubing at the tubing/strain relief junction. This was a site of leakage. The separation was within confined abrasion, indicating the area was kinked abrading against itself for an extended period of time. The surfaces at the site of separation were rough and irregular indicating sufficient stress was exerted to separate the site. No functional abnormalities were noted with the pump, cylinder 1 or reservoir. Based on examination of the returned product, it was concluded that while in-vivo, all of the pump tubing had overlapped and abraded against one another. This positioning then most likely caused the exhaust tube of cylinder 2 to kink onto itself and abrade, resulting in a separation in the tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
Additional information received from the territory manager (tm) indicated that neither the tm, nor the physician were able to locate the site of the leak.